Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a 543:320:654:0000 error message was confirmed by baxter personnel during product evaluation. The root cause was assigned to a faulty user interface module printed circuit board. The user interface module was replaced to correct this condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. A service history review revealed that this device has not been serviced prior to this event for the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a colleague infusion pump with a 543:320:654:0000 failure code. It is unknown when this condition occurred. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version of this pump is currently unknown.